Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery : battery / (B)(4)/ model #: 1650de / expiration date: 2018-06-30 UDI #: (B)(4), mfg date: 2017-06-30 (B)(4).

Event description:
It was reported that the controller and one battery experienced power switching. The controller did alarm when this occurred. The controller and battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and one battery were returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. However, visual inspection revealed cracks in the power port 2 connector. This is an additional observation not related to the reported event. An internal investigation is evaluating controller housing cracks at power ports. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat581771. As a result, the reported event was confirmed. The most likely root cause of the power switching event can be attributed to momentary disconnections between the controller and battery. An internal investigation is evaluating momentary disconnections. Additional products: battery (B)(4). Yes FDA method code(s): 3317. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial MDR date MFR. Rec: 2017-12-18 . This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: visual inspection of the controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. The battery passed visual and functional testing. Analysis of the controller is pending. Serial: (B)(4). Device available for evaluation: yes, 2018-01-17. Actual device evaluated, 23 electrical evaluation, 3372 analysis of data log(s), 38 visual inspection. Interoperability problem. Quality system deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned controller passed functional testing and visual inspection revealed that the power port 2 controller connector housing hole was found cracked on the upper and lower housing areas. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.